Event description:
During a knee arthroscopy utilizing the acufex pro-oval straight punch, it was reported that the jaw end of the punch broke in the patient¿s knee. The metallic piece was removed by an incision made over it. A back-up device was available. It was reported that the incident did not result in any patient injury.

Manufacturer narrative:
Device evaluation: one acufex pro oval straight punch was returned for evaluation. Visual examination confirmed the complaint of the jaw breaking off. Further examination of the device confirmed the cutting edge has been filed flat. This condition would require excessive force be applied to cut. The handle has been etched with ¿(B)(4)¿ handle has been bead blasted and laser marking taped over. Device appears to have been repaired by a unauthorized third party resulting in the devices failure. The repair is inconsistent with current smith & nephew practices. No root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).